Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device still implanted.

Event description:
Patient called group manager for anterior cervical spine. Patient underwent an anterior cervical discectomy and fusion (acdf) procedure with skyline about 1.5 years ago due to trauma/fracture at c4-c5 and degenerative disc disease (ddd) at c6-c7 and now suffers from dysphagia. The plate appears to be well positioned on x-ray.